Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp). Old cylinders broke down. A new ipp device was implanted. No information about the patient outcome is available at the moment. Additional information was requested. Additional information received. Cylinders would not inflate. Cylinders appeared to be worn out. No adverse patient effects.